Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to the device cabinet. The customer support specialist (css) remotely accessed the station and found an error stating that the employees were not active. The css logged into med bank myqlink and discovered that both employees were deactivated. The css reactivated the user accounts in the med bank myqlink to resolve the issue. The system functioned as intended after the customer support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the cabinet was unable to login to the users. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.